Event description:
Simon et al. Use of intracranial stenting to secure unstable liquid embolic casts in wide neck sidewall intracranial aneurysms. Was published in operative neurosurgery. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: at the conclusion of the procedure, after the microcatheter was removed it was noted that a small string of onyx was protruding into the parent artery with cardiac-gated pulsations. A vascular reconstruction device (vrd)was placed to secure the string to the endothelium. During the post-operative examination a small area of decreased vision in her ipsilateral visual field was discovered. Ophthalmological consultation revealed retinal edema suggestive of emboli. (B)(4).

Manufacturer narrative:
Http://journals.lww.com/neurosurgery/fulltext/2011/08000/use_of_intracranial_stenting_to_secure_unstable.59.aspx. This report was created to captured complications reported for patient number two. The devices will not be returned for analysis as they were consumed in the event; therefore the event cause could not be determined. The lot history record review was not possible since the lot numbers were not reported. (B)(4).